Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - was the needle piece(s) retrieved during the same procedure? =>yes. - were x-rays taken to locate the needle piece(s)? =>yes. - what measures were taken to retrieve the broken piece? =>unk. - was there any additional tissue damage as a result of searching for the needle piece? =>no. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a total knee joint replacement procedure on (B)(6) 2023 and barbed suture was used on the fascia using continuous suturing method. The needle tip was broken during wound closure. During the surgery, the surgeon was unaware of the needle breakage and noticed it at the time of the last stitch. The needle fragment fell near the surgical field and was removed. The x-ray examination confirmed that there was no remnant of the broken fragment in the body. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.